Manufacturer narrative:
Age at event - mean age/ gender- gender majority/ date of event - date of publication. Cardiovascular and interventional radiology (2016) 39:1115¿1121 "a retrospective comparison of ultrasound-assisted catheter- directed thrombolysis and catheter-directed thrombolysis alone for treatment of proximal deep vein thrombosis". Doi 10.1007/s00270-016-1367-5.

Event description:
The study is a retrospective case series of consecutive patients admitted from january 2002 to january 2012 with iliofemoral or vena cava inferior deep vein thrombosis, who were treated with catheter-directed thrombolysis cdt or ultrasound-assisted uscdt. Venous access was obtained through popliteal vein in both groups. Balloon dilatation and deflation were performed when deemed necessary while evaluating treatment result. Self-expandable nitinol stents ranging in diameter from 10 to 16 mm were used when deemed necessary including protege ev3. After both thrombolytic procedures, anticoagulant therapy proceeded with standarddvt treatment. 94 patients were included with an iliofemoral or inferior vena cava dvt, accounting for 95 events since one patient experienced a second dvt. Sixty-two patients were treated with cdt and 33 with uscdt. Outcomes included stenosis / occlusion /thrombus requiring additional intervention, (balloon dilatation - stenting) and death.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.